Event description:
Per following physician's office, the pt rec'd inappropriate shocks and the associated device was "depleted". The physician capped this rv lead. Should add'l info become available, this file will be updated.